Manufacturer narrative:
The corview file from the placement was reviewed. The placement tracing starts offset to the left of the y axis (mid-line), which suggests the receiver unit was not placed at the patient's xiphoid process. At approximately 40 seconds into the placement the tracing shows the tube/stylet veering to the patients right. A back and forth motion continues until approximately 2 minutes 5 seconds into the placement at which time it appears the tube was removed. The cortrak indicates out of range until approximately 2 min 50 sec at which time the placement again starts showing the ng tube to the right of the patients midline. At approximately 4 minutes into the placement further deviation to the right of the patients midline is shown on the cortrak. The placement file then indicates the tube was removed at approximately 4 min 57 seconds into the placement. The tracing is not indicative of a typical gi placement. Lung placement is a known risk of all ng tube placements.

Event description:
A cortrak assisted nasogastric tube placement showed the tracing going into the left lung and immediately aborted. No placement or pneumothorax reported.